Event description:
It was reported that the stent became deformed. The 70% stenosed target lesion was located in the calcified left main coronary artery (lmca). A 16x4.50 rebel bare metal stent was selected for procedure. During the procedure, the strut of the stent was deformed while the stent was crossing calcified lesion. There were no patient complications reported. It was further reported that the target lesion was located in severely calcified lmca. The procedure completed successfully with other device.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a rebel bms balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. The stent was attached and in place. The most distal strut closest to the tip was lifted and pulled up. The tip of the device was damaged.

Event description:
It was reported that the stent became deformed. The 70% stenosed target lesion was located in the calcified left main coronary artery (lmca). A 16x4.50 rebel bare metal stent was selected for procedure. During the procedure, the strut of the stent was deformed while the stent was crossing calcified lesion. There were no patient complications reported.

Event description:
It was reported that the stent became deformed. The 70% stenosed target lesion was located in the calcified left main coronary artery (lmca). A 16x4.50 rebel bare metal stent was selected for procedure. During the procedure, the strut of the stent was deformed while the stent was crossing calcified lesion. There were no patient complications reported. It was further reported that the target lesion was located in severely calcified lmca. The procedure completed successfully with other device.